Manufacturer narrative:
The investigation of the returned dc/dc and standard connectors, expiratory channel, control, and monitor printed-circuit boards (pcb's) has been completed. Our field service engineer found that several pcb's were damaged by liquid. He replaced the boards, installed software, and performed functional and safety testing successfully before the ventilator was returned to service. A visual inspection of the received pcb's confirmed the observed liquid/corrosion damage (mainly on the returned expiratory channel, control, and dc/dc and standard connectors pcb's). The evaluation of the received test logs from the service visit showed that pre-use checks tests were failing on the power failure, internal leakage, and the safety/expiration valve sub-tests. Simulated-use tests of ventilation confirmed the reported issue. It was not possible to start ventilation since the expiratory and safety valves were always in the open position. Electrical measurements showed that a diode on the dc/dc and standard connectors pcb was short-circuiting, leading to the always open valves. The liquid damaged expiratory channel pcb also had permanent issues. Our conclusion in this matter is, that a liquid ingress led to short-circuit and permanent damage of several pcb's. It is not known how the corrosive substance entered the ventilator and ended up on the pc boards.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement. (B)(4).